Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed out pump supplies and resumed insulin therapy.